Event description:
The hospital reported that, at start of case following manual ventilation, the clinician switched to pcv-vg mode. The ventilator provided larger than expected tidal volume. The clinician switched to manual ventilation and back to mechanical mode with the same result. The clinician switched to vcv mode and back to pcv-vg mode, and the tidal volume was as expected. The case was completed with no further reported complaint.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number (B)(4).